Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod. Despite correction bolus injections, the blood glucose level did not decrease. The patient reported that the adhesive was wet and smelled strongly of insulin. When the pod was removed, the cannula was found to be dislodged from the infusion site. Treatment information was not reported.